Event description:
IT WAS REPORTED THAT DURING CENTRAL PROCESSING, THE FENESTRATED BIPOLAR FORCEPS INSTRUMENT HAD THE BLACK INSULATION PEELING OFF AT THE TIP. NO KNOWN IMPACT OR PATIENT CONSEQUENCE WAS REPORTED. INTUITIVE SURGICAL, INC. (ISI) FOLLOWED UP WITH THE INITIAL REPORTER AND OBTAINED THE FOLLOWING ADDITIONAL INFORMATION: THE DAMAGE WAS IDENTIFIED AFTER REPROCESSING AS OUR STERILE SERVICES DEPARTMENT INFORMED US. WHEN THE DAMAGE EXACTLY OCCURRED IS UNKNOWN AND THE INSTRUMENTS HAVE NOT BEEN USED SINCE. ALL CABLES ARE INTACT. PRIOR TO THE DAMAGE BEING IDENTIFIED, NO COMPLAINTS WERE MADE BY SURGEONS, NURSING STAFF OR SSD.

Manufacturer narrative:
INTUITIVE SURGICAL, INC. (ISI) HAS NOT RECEIVED THE FENESTRATED BIPOLAR FORCEPS INSTRUMENT INVOLVED WITH THE ALLEGED ISSUE TO PERFORM FAILURE ANALYSIS. ADDITIONAL INFORMATION IS BEING GATHERED TO DETERMINE THE CONTRIBUTION OF THE DEVICE TO THE CUSTOMER REPORTED ISSUE.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Fenestrated Bipolar Forceps instrument was analyzed and found to have damaged conductor wire insulation at the pulleys. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation shows abrasions, the internal wire was frayed but not fully broken. The instrument was found to have a detached fragment at the distal tip measuring proximately 1.75 mm x 0.8mm that was not returned with the instrument. No thermal damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.